Event description:
Procedure: cesarean section. According to the reporter: after fasciorrhaphy and subcutaneous suturing was performed, the product was used for dermal suturing. 3-5 days after the procedure, the wound had opened at one or two spots, but reoperation has been done to recover the issue. There was no tissue damage. Nothing fell into the patient's cavity. No additional bleeding occured. There was no extension of the incision. The current status of the patient is good, no other patient information is available. The product is not being returned.

Manufacturer narrative:
(B)(4).